Event description:
Consumer complaint or erratic blood results. Customer states that he feels well and requires no require medical attention. Customer's expected blood results are 115-125mg/dl fasting. Verified the strips expire 04/24/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 187mg/dl and 196mg/dl fasting. Reviewed meter memory: 109mg/dl (B)(6) 2015 07:36:00 pm fasting: yes; 190mg/dl (B)(6) 2015 09:24:00 am fasting:yes; 450mg/dl (B)(6) 2015 09:23:00 am fasting:yes; 186mg/dl (B)(6) 2015 08:51:00 am fasting: yes; 230mg/dl (B)(6) 2015 04:10:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no require medical attention. Customer's expected blood results are 115-125mg/dl fasting. Verified the strips expire 04/24/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 187mg/dl and 196mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.